Manufacturer narrative:
Product event summary: analysis confirmed the reported event. It was also noted that the battery contacts were visibly contaminated. The main board needed to be updated so a new main board was placed and calibrated. After repair, the device passed all tests with no visual/electrical anomalies. The bail cover, main seal, heartwire, flex cable and ring attachment were replaced. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display showed funny symbols and flashes. The device was not controllable or workable. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.